Manufacturer narrative:
Impact code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii and spyglass ds controller were used during a cholangioscopy procedure performed in the common bile duct on (B)(6) 2022. During the procedure, a click sound was heard when the physician is tried to move the wheel left and the scope no longer articulates left or right. They opened new scope to continue procedure, however, the visualization was quickly lost. They plugged back in the first scope that would not articulate left or right to try to get visualization and then this scope too had lost visualization. The procedure was cancelled due to this event. Patient was admitted to try with some overnighted scopes the next day. There were no patient complications reported as a result of this event.